Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.